Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The reported condition was confirmed. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The monopolar 1 receptacle needs to be replaced to address the condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical prostatectomies and turp, they used a metal blade with setting of cut 45 and coag at 45. There was no surgical result with soft coag so, they go for fulgurate and reduce power. The surgeon see flames at the tip of the blade and realizes that the tip of the blade had melted. When they are using the rectoscope for turp procedure the settings started at 170 cut and 70 at coag. There was no surgical effect with soft coag. They go to fulgurate for coag but decreased the power. They did not find a good fit for power vs surgical result. After the cases, they realized the scope melted at the tip and the cut on the foot pedal stop working. They used another like generator and it worked fine. There was no patient injury.